Event description:
The customer reported that he was treated by the paramedics for low blood glucose levels. The customer stated that his blood glucose reading was 31 mg/dl when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The bolus history showed that two boluses had been given by the customer without entering a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.